Manufacturer narrative:
New information has been received and this event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open subtotal radial gastrectomy procedure, the device did not fire. It was noted that the black pusher thumb piece was triggered and only five staples was fired from proximal extreme to the distal end. A new reload was used to complete the case. There was no patient injury.